Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 20, 2018 that a wallflex esophageal fully covered rmv stent was to be used to treat a tracheoesophageal fistula during an esophageal stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed in the mid esophagus. However, it was noted that the distal flange failed to fully expand, and as a result, the delivery system got caught on the stent during removal. The stent was then removed from the patient with the delivery system. Reportedly, the patient suffered bleeding of the esophagus as a result of this event. It was unknown how this bleeding was treated. The procedure was completed with another wallflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be stable.